Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 94 was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. A service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a flogard pump in which failure code 94 occurred. There was no patient involvement. The event occurred in the emergency room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.